Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 530 mg/dl, which was treated with manual injection. During troubleshooting, customer disconnected and reconnected infusion set and reservoir and pushed insulin with plunger. Customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was also advised that insulin pump was functioning as designed.